Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer received emergency medical assistance due to low blood glucose of 27 mg/dl at the time of admission about a month ago. The customer was at 176 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer does not think the pump over-delivered insulin. Customer also complained about sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.